Event description:
The patient claimed that the animas pump will not power on. There was no product misuse. The patient did not have any replacement battery at the time of troubleshooting. There was no alert prior to the alleged power loss. The product was sent back for investigation. The patient was advised to go on the backup plan. There was no report of any patient impact associated with the complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there were no power issues and no activity outside normal use observed in the pump history. The data for the time of the reported power issue is unavailable for review due to continued pump use. There was no damage found to the battery compartment. Evaluation revealed that the battery cap threads are stripped, and the battery cap could not establish an electrical connection. A test battery cap was used to complete investigation. The pump powers on normally with no alarms, and there was no damage found to the power circuit. The pump was exercised for 24 hours with no alarms or power issues occurring.